Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E3. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that with the device the temperature did not rise. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). D9. Date returned to mfg: 21-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. The reported event was not confirmed. The root cause was undetermined because the event did not occur again. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.